Event description:
It was reported that the precise bipolar forceps instrument wires were noted to be frayed prior to starting a da vinci surgical procedure. No fragments fell into the patient, no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found that the pitch cable was frayed at the distal idler. No damage was found on the pulley and clevis. Failure analysis investigation also found the following additional damages to the instrument: the pitch cable was found broken inside the housing. There were scratches on the surface of the distal pulley. The distal end of the main tube had various scratch marks exhibiting light material removal and a rough surface finish. The scratches were short in length and not axially aligned with the tube. There was visible residue found on the clamping pulleys by the cable rails area inside the housing. The evidence was inconclusive, but the damage was likely due to improper cleaning. No other damage was found. The reprocessing instructions under cleaning, disinfection, and sterilization general information section specifically states: warning: read all instructions carefully. Failure to properly follow instructions may cause improper functioning of the device. The customer reported complaint does not itself constitute a MDR reportable event; however, the frayed cable and/or tube abrasions, could likely cause or contribute to an adverse event if the failure mode were to recur.